Event description:
It was reported that on 18 july 2023, a 24mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, while positioning into the patient, the device appeared to be twisting in the loader. The left disc of the device seemed sit nicely but the rest of the device had a cobra deformation. The physician tried few times but resulted in the same deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was removed and a new 22mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was implanted using the same delivery system. The device sat well with no problems. The patient remained hemodynamically stable throughout the procedure. There was a delay and the patient was reported as stable and recovering. No additional information was provided.

Manufacturer narrative:
An event of the device deforming cobra during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. The root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, while positioning into the patient, the device appeared to be twisting in the loader. The left disc of the device seemed sit nicely but the rest of the device had a cobra deformation. The physician tried few times but resulted in the same deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was removed and a new 22mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was implanted using the same delivery system. The device sat well with no problems. The patient remained hemodynamically stable throughout the procedure. There was a delay and the patient was reported as stable and recovering.